Event description:
On may 3, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a display issue (the screen "bleeds" rendering an unreadable display). On may 13, 2009, this medical affairs specialist contacted the patient's mom to clarify information obtained during the initial call. The patient tests his blood glucose 5 times per day. Prior to the hospital incident, the patient did not take any diabetes medication. Post hospital incident, the patient was put on metformin oral diabetes medication. On the morning of the month prior, the patient obtained a blood glucose reading of "152 or 200 mg/dl" on the subject meter, which was average for the patient. Between breakfast and lunch, the patient attempted to obtain his blood glucose on the subject meter but could not due to the alleged issue. At around 8pm, the patient developed symptoms described as "could not walk" and his eyesight had blanked out on him." The patient's parent drove the patient to the hospital. Upon arrival, the patient was tested at "300 something mg/dl" on the hospital meter and was given an unknown injection. The patient's mom indicated that he was diagnosed with "high blood sugar." The patient was not admitted into the hospital but was kept under observation. The patient went home 6 hours later and was prescribed metformin diabetes medication. During troubleshooting, the display issue was not resolved. This complaint is being reported because the patient's mom claimed that the patient was treated for "high blood sugar" after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.